Event description:
It was reported that the tip of the rotate cutter sheared off during the procedure. The broken piece was retrieved. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.